Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "subsidence/ loosening of tibial tray. Right side". Rep indicated a scorpio tibial tray, femoral component, and insert were revised to a combination of competitor and stryker devices.